Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin, and the fill estimate remained static at 105 units. Subsequently, the customer reported that the insulin may have been a little chilled. The customer's blood glucose level was 146 mg/dl. The customer confirmed that the pump performance would continue to be monitored.